Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit did not pass the initial power connect test. The power entry module was removed from the rear of the unit and the resistances across both power fuses were measured. Both fuses measured ol, indicating an open circuit. This means that both fuses were blown. This explains why the unit would not power on. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. The investigation revealed both power fuses were blown. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unintentional user error.

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.